Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a post procedural follow-up echocardiogram, it was discovered the closure device embolized to the left atrium. On (B)(6) 2023, the patient underwent surgical explantation of the closure device.